Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be illegible print & missing print. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application as they did not agree with the statements: lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training in relation to bardex® i.c. Female length, 2-way foley catheter with syringe, no french size specified.